Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "failed accuracy -10.25%". Visual inspection found the pump to be in good condition. The delivery accuracy duplicated customer's reported problem. However, the test results were positive delivery and not negative delivery. The delivery accuracy tests found the pump to be over delivering outside the published specification of +/- 6%. The pump's expulsor was replaced in order to bring the delivery into more nominal of a range. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.

Event description:
Information was received indicating that this ambulatory infusion pump the pump failed accuracy testing by -10.25%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.